Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the lens was returned. Solution was dried on the lens. No damage was observed. The lens was cleaned with lphse for further evaluation. A dimensional (plan view) inspection was conducted. The lens dimensions met specifications using an approved template. Product history records were reviewed and the documentation indicated the product met release criteria. The returned sample is undamaged. A dimensional (plan view) inspection was conducted. The lens dimensions met specifications using an approved template. The root cause is most likely related to patient and non-product factors. Information was provided by an hcp that the cause of event was patient was experiencing discomfort during insertion. Wound was enlarged, suture was used to close wound and patient was left aphakic. The patient is following up for possible sewn-in lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a patient experienced discomfort during insertion. The lens was too big and the surgeon could not get the lens implanted. A wound enlargement was required. A suture was also used to close the wound and the patient was left aphakic. The patient is following up with a surgeon for a possible sewn in lens.